Event description:
On (B)(6) 2024, neotract has been made aware by a [physician] that ¿two patients who underwent the prostatic urethral lift (pul) procedure on (B)(6) 2024, required readmission to the hospital due to hematuria and clot retention. According to [physician], one patient required a return to the operating room for clot evacuation. [Physician] noted that bleeding events of this nature are not uncommon following benign prostatic hyperplasia (bph) procedures.¿ on (B)(6) 2024, a label photo of the device was provided. Additional information received on november 12, 2024, indicated that four hours after undergoing the urolift procedure, the patient experienced hematuria and clot retention. The patient was already admitted to the hospital at the time and underwent surgical intervention to remove the clots. The patient¿s condition was reported to be fine following the procedure. The facility address, device lot number, and physician contact information were also provided.